Event description:
The customer reported that an employee experienced "burn and got skin-discolored/whiten" when unloading the processed devices. The employee sought medical attention but it is unk if given any treatment. It was also reported that the employee recovered from the "burn" in a day. The service engineer went to the facility to access the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The service engineer performed preventative machine service. The system was found to be operating to manufacturer specifications.